Manufacturer narrative:
Product complaint # (B)(4). (B)(4) device not returned   attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure what were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Location and character of the pain? Product lot #. Describe any medical/surgical intervention for exposure, infection and pain including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure for stress incontinence on an unknown date in 2008 and the mesh was implanted. It was reported that the post implant, the patient had persisting urinary incontinence and recurrent urinary tract infections. The MRI confirmed there was mesh tape in the patient's urethra. An examination under anesthesia demonstrated calcified mesh tape in urethra and erosion into anterior vaginal wall (1cm). It was further reported that the patient had urethral/vaginal mesh removal at the hospital on (B)(6) 2021. Additional information was requested.